Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: report from the sales rep. During use of the case, a plastic fragment fell into the abdominal cavity. It was confirmed after a wound retractor was attached. The case was completed with the new one. Initial investigation report. The event unit was returned to us and visually inspected. The distal glue area was found to be detached. A fragment was returned, but it was not matched with the missing part. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Event description:
Procedure performed: unknown event description: report from the sales rep during use of the case, a plastic fragment fell into the abdominal cavity. It was confirmed after a wound retractor was attached. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. The distal glue area was found to be detached. A fragment was returned, but it was not matched with the missing part. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of distal glue fragmentation. The clear fragment was identified to be a portion of the distal glue. Based on the condition of the returned unit, it is possible that the reported event was caused by an object or instrument (retractor) coming in contact with the distal glue. It is also possible that the glue was more susceptible to fragmentation. However, the exact root cause of the distal glue fragmentation is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.